Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had an alert for out of range pacing impedance, however the report had not posted the actual value. Review of the report found an atr episode last month due to noise. Additional information was requested. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the pacing impedances values were low out of range. The physician decided to turn the ra lead off, as the patient does not need it. No further actions were required.